Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective blower module. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
New cer of previous cer ID 101254. Customer complained of low o2 alarms while running the vent at 100% oxygen. Biomed for vidant health now ecu health is trained on these vents. He has already replaced the o2 mixer assembly, control board, and replaced the o2 cell on this vent. They are still getting this error when the peep is increased. While the peep is at 5 the vent will stay within spec for the reading of o2 concentration, however when the peep is increased they get low o2 alarms.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective blower module. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
New cer of previous cer ID (B)(6). Customer complained of low o2 alarms while running the vent at 100% oxygen. Biomed for vidant health now ecu health is trained on these vents. He has already replaced the o2 mixer assembly, control board, and replaced the o2 cell on this vent. They are still getting this error when the peep is increased. While the peep is at 5 the vent will stay within spec for the reading of o2 concentration, however when the peep is increased they get low o2 alarms.